Event description:
It was reported that the needles of 2 separate bd¿ tuberculin syringes with the bd precisionglide¿ detachable needle punctured through their shields after drawing up medication. The following information was provided by the initial reporter: "as per account, we have had 2 incidents this week, were when recapping after drawing up medication, the needle has punctured through the cap."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needles of 2 separate bd¿ tuberculin syringes with the bd precisionglide¿ detachable needle punctured through their shields after drawing up medication. The following information was provided by the initial reporter: "as per account, we have had 2 incidents this week, were when recapping after drawing up medication, the needle has punctured through the cap."

Manufacturer narrative:
H6: investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.